Event description:
It was reported that during procedure, strong resistance was encountered at about 6cm left in the microcatheter while advancing the subject coil and the subject coil got stretched. After that, detachment of the subject coil was performed. The stretched subject coil was removed from the coil mass to the microcatheter using the snare device and removed with the entire microcatheter and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil was stretched inside the microcatheter and was prematurely detached inside the shaft of the microcatheter. The coil remained inside the microcatheter. The lumen of the microcatheter was flushed with saline solution and a syringe, and the coil was pushed out to the target site and implanted. It was reported that the strong resistance was encountered when advancing the coil from the microcatheter. The coil got stretched and it was detached. The stretched coil was removed from the coil mass to the microcatheter using the snare device and removed with the entire microcatheter. After that, the procedure was completed without any additional coil. The anatomy was noted to be severely tortuous, which may have been a factor in the reported events. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.